Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 6/17/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 16-jul-2021. It was reported that a patient underwent a cardiac ablation procedure on which a pentaray nav high-density mapping eco catheter was used and developed thrombosis. About 2 hours since the cardiac ablation procedure started, blood clots were observed. It is unknown how the issue was resolved. There¿s no report of additional interventions nor prolonged hospitalization. The device was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional tests of the returned device. Visual analysis of the returned device revealed no damage or anomalies on the pentaray nav eco. Then, the magnetic and deflection features were tested, and no issues were observed; however, during the irrigation test the catheter failed. The irrigation tube was found folded inside the tip area. The investigation to determine the root cause for folded irrigation tube was investigated and improvements were implemented to reduce this issue. Afterwards, there is evidence that the device was manufactured according manufacturing specification. It should be noted that device failure is multifactorial, and no irrigation issues were reported. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿thrombosis¿. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster¿s inc. Product analysis lab finding of the issue with the irrigation tubing. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The event year was reported as 2021. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure on which a pentaray nav high-density mapping eco catheter was used and developed thrombosis. About 2 hours since the cardiac ablation procedure started, blood clots were observed. It is unknown how the issue was resolved. There¿s no report of additional interventions nor prolonged hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event was assessed as a MDR reportable ¿thrombosis¿ serious injury.